Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had a parasite on the monitor. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse changed the tablecloth/video cable to resolve the issue. The iabp was functionally tested and found to be ok. The iabp was repaired, functionally tested ok, and was returned to the customer fully functioning.